Manufacturer narrative:
The pcb ccb was returned for investigation and was found to be working fine. The logfiles were analyzed. Therefore a temporary deviation at a display element was detected and caused a software-controlled restart of the device in order to restore a valid data base, as specified for this kind of deviation. In this case the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds the savina 300 continues ventilation with the latest settings.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device shut down and restarted while the patient was being ventilated in niv mode. A red alarm was prompted. It was reported that the patient felt uncomfortable. Beyond that there were no further consequences reported.